Event description:
In 2015, a 25mm trifecta was implanted with a CABG completed. On (B)(6) 2019, the patient presented in the emergency room secondary to pulmonary edema and heart failure. Echocardiogram revealed severe perivalvular regurgitation. The patient was taken to the cardiac catheterization laboratory to assess patency of coronary artery grafts. The patient was hypertensive and despite resuscitative measures, the patient soon died after admission. Per report, svd within four years was mainly attributed to the death. No additional information has been provided.

Manufacturer narrative:
An event of perivalvular regurgitation, heart failure, pulmonary edema, hypertension, and patient death was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2015, a 25mm trifecta was implanted with a CABG completed. On (B)(6) 2019, the patient presented in the ER secondary to pulmonary edema and heart failure. Echocardiogram revealed severe perivalvular regurgitation. The patient was taken to the cardiac catheterization laboratory to assess patency of coronary artery grafts. The patient was hypertensive and despite resuscitative measures, the patient soon died after admission. Per report, svd within four years was mainly attributed to the death. Additional information has been requested.